Event description:
N/a.

Event description:
It was reported needle electrodes were placed in the patient during setup of a surgical procedure using a neuromonitoring system. During the removal process of needle electrodes, which includes inspecting needles before they are put in the sharps disposal, it was noted the tip of the needle electrode was broken off; the retained needle fragment was found in the patient's left foot. Multiple attempts to obtain additional information from the facility have been unsuccessful.

Manufacturer narrative:
Scheduled initial procedure was decompression and spinal reconstruction with anterior lumbar interbody fusion of l2-l3. Required 5 stitches under local anesthesia to repair due to migration of tip of needle electrode. The surgeon does not feel there will be any permanent impairment of the patient.

Manufacturer narrative:
The axon nerve monitoring system records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. The patient interface and cable provide the means for carrying electromyographic activity from the patient's innervated muscles to the console, an interface for carrying stimulation signals from the console to the stimulating probes/electrodes, and an interface to the console from the incrementing probe. The patient interface has color coded pairs of patient electrode jacks, a patient electrode ground jack, one stimulus return jack, two stimulus output jacks (configured to accept monopolar or bipolar stimulating probes), and one incrementing probe jack. Disposable subdermal electrodes are also an option for neurodiagnostics use with the axon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.